Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain") and abscess ("abscess"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)'other (interpreted as full hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain and abscess outcome was unknown. The reporter considered abdominal pain, abscess, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain") and abscess ("abscess"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)'other (interpreted as full hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain and abscess outcome was unknown. The reporter considered abdominal pain, abscess, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: pif received: new event abscess added. Reporter details added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hyst. (Full), salping. (Bilateral)' other (interpreted as full hysterectomy, bilateral salpingectomy,). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case become incident. Unspecified event "injury to herself" was updated to more specific events: pelvic pain, menorrhagia, abdominal pain, dysmenorrhea. Reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.